Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cs100 intra-aortic balloon pump (iabp) is not maintaining the augmentation, low vacuum. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and it was being found that there had been occurred a "low vacuum alarm" while checking and it was being found that the unit is showing low vacuum alarm which is being flashing on the display. Than further it was being diagnosed that the drive manifold assembly is malfunctioning which further resulted as low vacuum alarm and drive manifold also needs to be replaced for diagnose purpose. Than it was being handed over it to the user. There was no involvement of the patient.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the unit is showing low vacuum alarm while it is being flashing on the display. After further diagnosis it was being found that the drive manifold assembly is malfunctioning which is being further resulted as "low vacuum alarm". Fse had further replaced the manifold , drive manifold assembly as per above diagnosis and the problem was rectified. It had performed all the functional tests which had been passed and the machine was being observed for 3 hours on trainer which was working under good condition.

Event description:
N/a.